Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient had left hip pain and elevated levels of cocr levels in blood. The surgeon reported that te patient had trunnionosis. Head was revised to a 40 mm universal biolox with v40 sleeve and liner revised to 40h.